Manufacturer narrative:
200 unused samples (model #20039e) were returned by the customer for investigation. It was reported that the sets are not able to flush. Evaluation of 59 samples was performed. The sample size quantity was determined per 1701-008-000 swi sample size selection work instruction v.08 (dir 10000123008_08). The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cutoff 10 ml bd syringe tip to visually inspect for a fluid path while the piston is in the activated position. Samples were then attached to a 10 ml bd syringe filled with a blue dye/water mixture and attempted to be flush. 58 samples showed a open fluid path and were then able to be flushed. The failure was unable to be replicated in these samples. One sample did not show an open fluid path and was not able to be flushed. The complaint can be verified in this sample. A device history record review for model 20039e lot number 20125883 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that a smallbore 6 inch ext vlv was found to be clogged during use. The following was reported by the initial reporter: 'it was reported that they are not able to flush it clogs up or that there is something blocking the tubing. Verbatim: nurses are not able flush them out they just get clogged up or was told that there is something blocking the tubing so it will not work properly. (B)(6) is the e.r. Nurse that came to me about the issue. No one has been injured at this time all patients are fine."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a smallbore 6 inch ext vlv was found to be clogged during use. The following was reported by the initial reporter: 'it was reported that they are not able to flush it clogs up or that there is something blocking the tubing. Verbatim: nurses are not able flush them out they just get clogged up or was told that there is something blocking the tubing so it will not work properly. Saundra bartlett is the e.r. Nurse that came to me about the issue. No one has been injured at this time all patients are fine."